Manufacturer narrative:
A ge rep contacted the customer by phone and the system is operational. This was not an accidental radiation occurrence. The "collimator too large" error would prevent the system from emitting x-rays until the error is cleared.

Event description:
The customer reported the system displayed a "collimator too large" error message. No pt injury was reported.